Event description:
It was reported by the caller that the nuvision catheter (31821746l) kept going into "error scan mode" on the ultrasound system. The nuvision catheter was replaced and the issue was resolved. The caller is requesting a replacement catheter. The caller stated that the catheter was brand new from bwi box packaging. The faulty catheter is available for return and the caller was advised to expect a return kit. It was also reported that during the atrial fibrillation and left atrial appendage occlusion procedure a pericardial effusion was diagnosed via intracardiac echocardiography (ice). The caller stated that the patient's blood pressure started to equalize and their heart rate increased, confirming the effusion. A pericardiocentesis was performed by the physician. The patient was stable at the time of the call. The following j&j medtech electrophysiology products were used: nuvision ultrasound catheters: lot: 31806963l & 31821746l reference: (B)(4). The caller stated that the other nuvision ultrasound catheter used (31806963l) was a brand new catheter from bwi box packaging and was also available for return. The caller was advised to expect return kits. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2). Refer to additional documents in i2k.